Event description:
It was reported that the patient's device had high impedance during a clinic visit with the physician. The device was disabled at this time. The physician stated that the high impedance could be associated with the patient manipulating the generator. It was later reported that for the previous month the patient had experienced an increase in seizures, headaches, memory loss and trouble focusing. The increase in seizures was also attributed to the fact that the patient abruptly stopped antiepileptic medication without titration off. The patient attempted to use the vns magnet however she did not feel vns stimulation. The patient was referred for vns replacement surgery due to the high impedance. During the surgery, the patient's generator was replaced and the impedance value after replacement was within normal limits. Therefore, the lead was not replaced at that time. The explanted generator has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Information was later received from the physician that the increase in seizures reported for the patient was due to medication changes. X-rays were performed and reviewed by the physician who stated they were within normal limits. The physician stated the high impedance could have been caused by lead disconnection due to fidgeting by the patient however it is unclear. The surgical intervention is being performed due to the device not functioning properly.

Manufacturer narrative:
(B)(4).

Event description:
The generator was returned to the manufacturer and analysis was completed. The generator was tested with a known good lead and the lead was able to be fully inserted in the generator and function properly. The generator was also shown to measure impedance accurately and was able to deliver the programmed current as expected. The product analysis concluded proper functionality of the generator and that no abnormal performance or any other type of adverse condition was found.